Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia gasteriopersis on (B)(6) 2020. The customer blood glucose level was 459 mg/dl at the time of hospitalization. The customer declined to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. Customer was treated with insulin and gave medication to stop the nausea. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.